Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model. Attorney states model 6948, serial number (B)(4), manufacturer's database states model 6949, serial number (B)(4).

Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. (Patient) suffered these shocks and fractures without any alarm sounding from this purportedly enhanced monitor. As a direct and proximate result of defendants??? Wrongful conduct, (patient) has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Review of manufacturer's database revealed the patient had died.